Event description:
It was reported that the liner was revised, due to fracture of the liner.

Manufacturer narrative:
The acetabular shell had bony attachment in the porous coated region suggesting the shell was fixed in the acetabulum. The inside surface, inner rim, and superior surfaces of the shell had signs of damage likely due to contact with the femoral hip stem neck and head. Two fragments of the rim of the liner fractured from the acetabular liner and both pieces had signs of plastic deformation likely due to femoral hip stem neck and head impingement. The rim region fracture surface had signs similar to radial marks which originate at the outside edge of the liner suggesting the fracture initiated on the outside edge during repeated loading cycles. The non-articulating surface of the liner had signs of discoloration due to absorption of biological fluids. The outer rim region of the liner, opposite to the fragmented region, was plastically deformed and had signs of scratching and abrasive wear which was likely due to neck impingement. There were no material or manufacturing issues associated with these components. The fracture of the rim of the liner may have been due to severe deformation, the liner not being fully seated, or liner disassociation.